Event description:
It was reported through an article that a patient with lennox-gastaut syndrome was implanted with vns and titrated to a therapeutic level and her tonic and atonic seizure rate decreased. Once the patient was programmed to rapid cycling (7 seconds on and 30 seconds off), the patient's seizures increased within 1-2 weeks. It was noted within the text of the article that the increase in seizures was almost to the pre-vns level. However, in the table provided within the article it was noted the patient's seizure increased to above pre-vns levels. Additionally, it was noted in the paper that when the total charge delivered was reduced, either by reducing the output current by 0.25-0.5ma or by switching to regular stimulation, the seizure frequency and severity improved to approximately the same level where it was before the charge was increased, in about 1-2 weeks. Requests for additional relevant information have been unsuccessful to date.

Event description:
It was further clarified by the physician that the patient did have significant worsening of seizures, worse than the baseline in some weeks. No additional relevant information has been received to date.